Event description:
It was reported that during procedure when the laser light was activated, it would run downwards. The event was described as a possible microfracture. It was confirmed that the fiber was physically broken. This was the fiber third used and it had been previously sterilized. The procedure was completed using a new fiber. There were no patient complications reported.

Event description:
It was reported that during procedure when the laser light was activated, it would run downwards. The event was described as a possible microfracture. It was confirmed that the fiber was physically broken. This was the fiber third used and it had been previously sterilized. The procedure was completed using a new fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the connector was in good condition. Also, during dimensional testing it was identified that the fiber was broken as it was not within the length specification for this device, microscope inspection identified that there were burn marks surrounding the break area. Therefore, the reported event was confirmed.

Manufacturer narrative:
Correction to field h6: component codes. Correction to field h6: evaluation method codes. Correction to field h6: evaluation result codes. Correction to field h6: evaluation conclusion codes.

Event description:
It was reported that during procedure when the laser light was activated, it would run downwards. The event was described as a possible microfracture. It was confirmed that the fiber was physically broken. This was the fiber third used and it had been previously sterilized. The procedure was completed using a new fiber. There were no patient complications reported.